Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was unable to be confirmed; however, there were multiple hypotube kinks noted. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: stiff 0.035, balance middleweight. Sheath: 5fr. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery that was heavily tortuous and heavily calcified. Due to the calcification and tortuosity, the 3.5 x 18 mm xience prime stent delivery system (sds) did not cross the lesion and the proximal shaft separated. A non-abbott sds was used in an attempt to cross; however, it also failed to cross. The lesion was treated with balloon angioplasty and medication. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.